Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lavh. According to the reporter: the device was being used with an 0 polysorb suture load to close the vaginal cuff. During the closure, the needle on the device broke in half. A portion of the needle was recovered but they were unable to find the entire needle. There was no unanticipated tissue loss or blood loss exceeding 300cc. At least 20-30 mins was spent looking for the broken needle.